Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia with glucose readings over 400, the ilet alerted for high glucose, and the user initiated an infusion site change; there were no alarms indicating interrupted insulin delivery and no assistance or medical intervention was required. Symptoms included hyperglycemia without additional complaints. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.